Manufacturer narrative:
Failure analysis on the returned data acquisition (da) board shows no fault with the returned part. Failure investigation technician could not replicate the problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit is alarming machine pressure sensor auto zero failure at power on. The field service engineer (fse) was able to duplicate the reported problem. The fse performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was properly connected. Attached patient circuit with test lung powered ventilator on and customer reported problem was duplicated. The v60 is alarming machine pressure sensor auto zero failure. Retrieved drpta and an error code was found in diagnostic log indicating a failure. Verified pin alignment between solenoids and the da pcba and no problem was found. Inspected sol3 and sol4 and everything was properly connected. The customer reported that the unit was not in use on a patient. The field service engineer (fse) replaced data acquisition (da) board. Performed performance verification test and the ventilator passed.